Manufacturer narrative:
The insulin pump passed the self test and the displacement test with no error alarms note during testing. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had several alarms including a motor error alarm. Customer's blood glucose reading at the time of the call was 255 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.